Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated getting a communication error. The fe confirmed the system locked up and had to be rebooted. There is no report of death or serious injury associated with this complaint.